Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem's t:slim x2g5 user guide describes how to fill the cartridge with insulin and load the cartridge into your t:slim pump.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was performed and air bubbles were observed within the cartridge tubing and infusion set tubing. Reportedly, the customer had been performing the incorrect load technique. Customer's blood glucose level was 170 mg/dl. A supply change was performed and insulin deliveries were resumed.